Manufacturer narrative:
Follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported shock is not getting delivered. There was no report of patient involvement.

Manufacturer narrative:
.